Event description:
A malfunction alarm with code "malf 12" was reported, but there were no notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The technical support team provided instructions and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue happened again. The customer acknowledged and understood these instructions.